Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and the device met normal depletion - meeting expected longevity.

Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) device did not meet expected longevity. Therefore the crt-d device was removed and replaced with a new device. It was also reported that the right ventricular (rv) and left ventricular (lv) lead had high threshold stimulation. Therefore device re-programming took place by lowering the outputs as much as safely possibly to conserve device battery. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.